Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Visual examination of the returned product identified the tip to be fractured. The fractured portion was not returned. The etching and surrounding area are faded and discolored. Surface scratching was observed up and down the handle and shaft of the instrument. Additionally the device was submitted for further analysis. Sem analysis of the depth gauge showed that it fractured due to bending overload. Quasi=cleavage mode of overload fracture identified in the non-smeared area, exhibiting brittle cleavage planes and ductile dimples. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the depth gauge tip broke. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.